Event description:
It was reported the doctor was performing a lap hemicolectomy. It was reported the min stopped working on the fsw01 footswitch with the footswitch cable. The doctor swapped their footswitch with the sales rep's footswitch and completed the case with no pt consequence.